Manufacturer narrative:
An olympus customer assistance (oca) representative reported during troubleshooting help with a customer, the customer stated that the light source brightness was not auto adjusting when a grasper exited the distal end of the scope, and front panel indicators were blinking. The oca rep was assisted by an olympus technical assistance center (tac) representative, the tac rep advised to power down the cv-190 and clv-190 and to disconnect and reconnect the maj-1933 digital light source cable and maj-1941 light source cable. After the oca rep plugged the cables and reconnected the scope and connected the maj-1430 videoscope cable, the indicator light was no longer blinking. The oca rep tried to send the grasper down the channel to see if it will resolve the auto brightness issue but stated that it was difficult to duplicate without being in an actual case. The oca rep stated that the customer had case the next day, and the device will be tested then. Follow-up with the oca rep on (B)(6) 2022, to confirm the performance of the device from the customer. The oca rep stated that there was no information from the customer and if there was an issue with the device, the customer would have reported the problem by this time. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source brightness was not auto adjusting when a grasper exited the distal end of the scope. In additional, the front panel indicators were blinking. It was reported that this issue did not occur during a procedure. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the blinking front panel could not be determined. It is possible that the issue was resolved by reconnecting the cables. Olympus will continue to monitor field performance for this device.